Event description:
Reportable based on analysis completed on (B)(6) 2018. It was reported that signal interference occurred. During a procedure involving a intellanav mifi open-irrigated ablation catheter when delivering rf energy, interferences was observed on all the bipoles of the catheter. The cable and ablation connection box were exchanged with no improvement. The catheter was exchanged and the issue was resolved. No patient complications were reported. However; returned device analysis revealed fluid ingress. Visual inspection revealed dried body fluid found on the handle, main body tubing and on the distal end. Dried saline found on the distal end and inside the irrigation ports. Continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The distal end was dissected to search for signs of fluid ingress. After the electrodes were removed, dried body fluid was found surrounding the ring 2 electrode wire hole. Next, the distal end tubing was dissected. A minute amount of dried fluid was found surrounding the area below the ring electrodes.